Manufacturer narrative:
Failure analysis noted that the pump passed the rewind, basic occlusion, prime/ compromised force sensor and displacement tests. The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor tested outside to the pump device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a broken belt clip slot, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 150 mg/dl. Wife states the customer is in the hospital, for non-blood glucose related reason, but received a motor error. She states the customer had an MRI, but was wearing the insulin pump at the time. The motor error occurred after the MRI. Troubleshooting was not able to resolve the issue. Wife was advised to disconnect from the insulin pump and revert to back-up plan. The device will be returned for analysis.